Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it no longer inflated properly. No leaks could be identified upon removal of the device during surgery; the physician suspected the issue was the result of the patient requiring a larger reservoir component. A new ipp was implanted without consequence. No patient complications were reported.